Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a 16 x 3.00 rebel stent, it was noted that the stent was partially off the balloon upon removing the device out from the hoop . The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stented catheter, in two pieces. The balloon was tightly folded with the stent crimped on over the balloon. The balloon, stent, and hypotube were microscopically, tactile and visually inspected. Inspection revealed numerous kinks in the hypotube with the proximal end of the stent crimped onto the balloon with the distal end of the stent damaged (stretched) over a length of 20mm portion of the stent. Inspection of the remainder of the device found no damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a 16 x 3.00 rebel stent, it was noted that the stent was partially off the balloon upon removing the device out from the hoop. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.